Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the device was evaluated by a zoll field representative at the customer site. The customer's report was observed during testing. However, without the device being returned, we are unable to investigate for root cause. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.